Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. No patient complications were reported, and the patient condition was stable.